Event description:
Mitchell townsend reported an issue where the touch screen of the pump was not responding well, and the pump's response time was slow. There was no adverse impact to the customer¿s blood glucose level. Mitchell declined follow-up troubleshooting from technical support, so no further corrective actions were taken.